Manufacturer narrative:
Serial number was requested, but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
User facility medwatch received that states the patient had a significant bend in their controller power cable down to the black connector. The power cable was manipulated, but this did not correct the issue. The controller was replaced.

Manufacturer narrative:
Medwatch / user facility report # 3400300000-2021-0000026 was received on 06may2022. Manufacturer's investigation conclusion: the reported event of "significant bend" in the black power cable of the system controller was not confirmed. Multiple requests for additional information (including the serial number of the system controller, if product would be returned to abbott for evaluation, and if pictures of the reported damage could be provided); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ contain a subsection entitled "what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.